Manufacturer narrative:
Evaluation summary: the defect parts replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
Ift perforated, a wire comes out of the ift surface. This event occurred at the time of during inspection. There was no report of patient harm.